Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The inspection revealed that the safety disk was leaking. The leak differential pressure test (mmhg) failed. The fse replaced the safety disk (0202-00-0140). All functional tests were performed and all functional test parameters were within the qualified range.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit prompted loop leakage and immediately replaced it with other devices. No personal injury occurred.